Event description:
After further investigation it has been reported that this pt was treated with a 28mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft for a 5cm abdominal aortic aneurysm with an aortic neck of 18mm diameter and 1.5cm length in april of 2000. It is reported that on 1- month f/u CT an irregularity in the body of the stent graft with a proximal endoleak was discovered. The anteriogram at this time did not confirm these findings. On 5/2000, the pt was taken to surgery for treatment of the endoleak and irregularity in the stent graft. The arteriogram during the procedure showed a slight pooling of contrast consistent with a proximal endoleak. The physician reported that a 40mm palmaz stent was mounted on a 28 mm angioplasty balloon and expanded at the proximal fixation site of the stent graft. It is reported that on completion of the angioplasty, there was a slight out-pouching on the right aspect of the aorta; however there was no free extravasation and the procedure was completed. In the recovery room. The pt complained of intense back pain. A CT scan revealed a retroperitoneal hematoma. At this time the pt was hemodynamically stable, however, their blood pressure quickly dropped to an unstable level and pt was emergently taken to the operating room for repair of a ruptured viceral aorta and removal of the stent graft. The pt rec'd 22 units of blood products for an estimated blood loss of 2000cc and was in critical condition. The following day, the pt returned to the operating room for an increasing abdominal girth and increasing difficulty with ventilation. A capsular tear of the spleen was discovered and a splenectomy and evacuation of hematoma was performed. The following day, the pt experienced decreasing hemoglobin, increasing abdominal girth and difficulty was ventilation. The pt returned to surgery for re-exploration of the abdomen with removal of approximately 2 units of old blood and clot. On 6/2000 the pt was returned to surgery for closure of wounds from previous multiple surgeries. It is reported that the pt tolerated these surgeries well but remained in critical condition and returned to the critical care unit. 12 days later, a tracheostomy was performed for chronic respiratory insufficiency. The physician reports that the pt was discharged in 6/2000 to a nursing home facility where she expired in 8/2000 secondary to pneumonia. The film interpretation by an independent contracted physician reveals that there was massive over sizing of the stent graft causing proximal stent graft deformity. The angioplasty performed with a 30mm oversized balloon result in rupture of the visceral aorta and open conversion.

Event description:
In 2000 a 28mm diameter x 16mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft was inserted into the aortic artery and implanted to cover and abdominal aortic aneurysm. On the one-month follow-up CT scan, the physician reported a proximal endoleak in the stent graft and a "fold in the body of the proximal stent graft." The physician attempted to repair the "fold" with a "30mm special order angioplasty balllon "which resulted in rupture of the visceral aorta and the pt underwent emergent thoracoabdominal aortic exposure with replacement of the visceral aorta and removal of the stent graft." Medtronic/ave has received conflicting info regarding the pt's status. The physician reported that the pt had done well post operatively and has returned home. The medtronic/ave representative stated that the pt expired three months after the emergent open conversion secondary to renal failure. The representative reported that the physician initially implanted too large of a stent graft, therefore, causing the graft to "fold". Attempts to obtain info regarding the procedure, CT scans/x-rays, vessel morphology and sizing, and definitve pt condition have been incomplete. Further info at this time is pending. Based on the info available, it is possible that the oversizing of the stent graft at the initial implant caused the "fold" to occur in the stent graft. Also, the use of an oversized balloon to repair the "fold" in the stent graft may have caused the rupture of the visceral aorta.